Manufacturer narrative:
Evaluation summary: sheath and stylette was returned loaded in device. Due to the deformation of the stent, sheath couldn't be fully loaded over stent. The stent was positioned on the balloon between the marker bands as per specification. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip.

Event description:
Physician was attempting to treat a moderately tortuous, severely calcified lesion in the mid lad exhibiting 80% stenosis using resolute onyx drug eluting stent. The device was removed from packaging with no damages noted. No issues removing the device from hoop. No issue noted when device was inspected. No negative prep was performed. The lesion was not pre dilated at first. The device did not pass through previously-deployed stent. No resistance was encountered when advancing the device, no excessive force used during delivery. Positioning difficulty occurred. The lesion was then pre dilated with a conventional balloon and before advancing the stent distal struts was observed as ruptured. It was reported that the stent was deformed in vivo during positioning/advancement. The physician completed the procedure using another resolute onyx. No abnormalities reported in relation to anatomy. There was no injury.